Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not deploy from the delivery system. The physician depressed the plunger and the spring came out. No serious injury to the patient was reported.

Manufacturer narrative:
Final device analysis revealed a procedural non-conformance. The plunger broke off because it had been over-rotated. The device was returned with the capsule still attached to the delivery system. The capsule trocar needle was advanced but no blood or tissue was present. The plunger had been fully depressed and the analyst was able to pull back on the remaining piece of plunger shaft which released the capsule.